Manufacturer narrative:
This event has been treated in (B)(4)). As stated several events in maude database are related to this complaint (in particular, mw5075505, mw5075507, mw5075508, mw5075509 and mw5075510). As it was not possible to determine the flow rate of 2 of the reported units, and since both the remaining reported unit and the units from the archives of samples were free of defects, it was not possible to determine the root cause of the defect reported. The defect reported was not detected, therefore the batch is correct.

Event description:
In 5-fu medication scheduled for 46 hours, patients reported that infusion time finished 2-10 hours earlier. Five patients experienced the same problem.